Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon intrathecal via an implantable pump for cerebral palsy. The daily gabalon dose was 24 mcg / 40 mcg. Past medical history was indicated as having been none. It was reported that the patient indicated that the effect might be weak so a contrast study was needed to be performed. A contrast study was performed to check whether the catheter was disconnected from the pump or whether or not there were any tearing or kinks in the catheter. For caution's sake, a bacteriological examination was also performed before the contrast study, and infection was ruled out. The physician was skeptical of the credibility of the patient's complaint that "the effect might be weak." In fact, the contrast examination confirmed the ejection of the contrast medium from the catheter tip, so there was no problem with the catheter. During the contrast study the drug solution in the catheter was removed, and then cerebrospinal fluid was collected just in case and an infection test was performed. In order to resume treatment without knowing the clear cause, a bolus was performed and the treatment resumed after 10 minutes. A report was later received stating that infection was positive in the cerebrospinal fluid infection test performed yesterday (B)(6) 2022) after the contrast study and the pump was removed. Regarding infection, the causal relationship with the device (pump or catheter) and procedure was unknown. Additional information was later received from a foreign healthcare provider via a distributor. After the patient went out for one night, it was confirmed that the pump pocket had accumulated fluid. Subsequently, fluid retention was also observed in the back pocket, so an x-ray was performed. There were no particular changes, so a catheter contrast study was performed in order to check whether or not the catheter came off from the pump. An infection test was performed on the fluid in the abdominal pocket before the contrast study, and a negative result was observed. A contrast study was performed. During the catheter contrast study, cerebrospinal fluidwas collected after the drug in the catheter was collected just in case, and after confirming the infection, mrsa infection was observed. Therefore, the pump was removed in the aft ernoon. When the pump was removed, the catheter insertion site in the back was carefully observed, however, spinal fluid leakage could not be confirmed, and the cause of fluid accumulation in the abdominal pocket and the back pocket was unknown. As of (B)(6) 2022 the patient had calmed down and there was no infection. Gabalon was effective. The patient wanted to continue treatment so a repeat operation was being considered. It was indicated that originally, if the fluid retention in the pocket part was catheter dislodgement or spinal fluid leakage, it could be explained. However, for the infection it was unlikely that the pump pocket would become full of fluid for one day and night; the cause is unknown. It was further reported that mrsa was detected, so considering the cause, it was believed that the infection occurred during the surgery. However, sterilization was more carefully observed than in normal hospitals, so it was difficult to make a decision. It is believed that the event was not caused by a drug or pump, etc. The outcome of the event was resolved as of (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# hg5t0ky14, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-may-2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the distributor on 2022-jul-29. The pump and catheter would not be returned to the manufacturer as they were discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the distributor on 2022-jul-25. It was reported that the catheter was removed and completed with the pump.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# hg5tdky14 , implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.